Event description:
During an acl repair the material of a calaxo screw has peeled off during insertion despite using 7 mm screw for a 9 mm tunnel. The surgeon removed the fragments of the screw which caused a delay of 20 minutes. The graft was a hamstring graft and no starter or tap was used. Pt had normal bone quality.

Manufacturer narrative:
Device is not being returned for evaluation. However, the calaxo photograph submitted showed that the surgeon did not use a starter which is recommended per the device's instruction for use.